Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was reportedly deployed in a moderately calcified common femoral artery. The instructions for use states in the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, the lever could not be returned to its original position to retract the foot and the device could not be removed. The device was surgically removed and the vessel was surgically sutured to achieve hemostasis. The operator did not indicate what was preventing the foot from being retracted. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.